Manufacturer narrative:
A follow up will be filed if more information becomes available.

Event description:
The dealer states the right cable release handle on the recliner stroller handles is not catching and holding. No further information was provided by the dealer.